Event description:
The patient suffered a fracture in his right hip in 2012, and he underwent surgery with the placement of a prosthesis. However, around two years later, it was diagnosed that the prosthesis was infected with a fistula. A new surgical procedure was performed to remove it of the prosthesis, performing surgical debridement and placing a cement spacer with antibiotic. In a second moment, the patient underwent a new intervention to remove the spacer and place the new prosthesis, the surgery being performed on (B)(6)2014. After surgery, when performing a review consultation with the physician, he found through an examination that there had been dislocation of arthroplasty, that is, displacement of the prosthetic femoral head from its normal place with the acetabular component. A new surgical procedure was performed on (B)(6) 2015 to remove the prosthesis. The patient alleges a defect in the acetabular prosthesis, which allowed the displacement of the prosthetic femoral head from its normal place. Adverse events reported by the patient: pain, infection, shortening of the right leg, mobility restricted to wheelchair.

Manufacturer narrative:
This event was reported as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.